Event description:
It was reported that during device change-out, x-ray revealed externalized conductors. No electrical anomalies were detected. Lead remains implanted. There were no adverse consequences to the patient.